Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation. The root cause of this event cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil met with resistance within a microcatheter. When it was attempted to withdraw the device, the implant coil detached within the microcatheter. The coil was withdrawn from the patient in its entirety along with the microcatheter. There was no reported intervention or patient injury.